Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in one piece. Visual inspection of the lead found external insulation abrasion 10.8 cm to 11.1 cm from the distal tip, breaching the outer insulation and exposing the outer coil. The cause of the event was due to friction with another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures, but internal shorting was noted. No other anomalies were seen.

Event description:
This report is to advise of an event observed during analysis.